Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) surgical procedure of the ankle, it was discovered that while the surgeon was removing the k-wire device from the distal tibia, the lower trigger of the small battery drive device lost its spring action, staying somewhat depressed. It was reported that the surgeon felt the issue was affecting the device¿s operation. It was reported that the trigger could be manually pulled out and the spring in the trigger needed a replacement because it did not spring completely back. It was not reported if there was a delay in surgery. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(4). The UDI has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device availability: the device availability was inadvertently documented as 2/7/2018 in the initial report. The date returned to manufacturer was corrected to 2/27/2018. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the bottom trigger was sticking. During service/repair, it was determined that the components were worn. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.